Event description:
Patient had been in her ran on external battery and was moved via w/c and placed in her bed. Bent was then placed on ac power. Pt noticed significant decrease in tidal volume. All connections (power and circuits) checked by husband. They noticed the tidal volume lights were very dimly lit *no alarms ever sounded* power stayed on continually at machine, but the tidal volume light eventually went completely out. Pt bagged with ambu and placed on backup pulmonetic ventilator. No allegation of patient harm. Accessories - hme, 02 source. Was on ac at time of event. Patient had been on external battery source and after being switched to ac power they noticed the problems. Patient does not know timeframe of power sources.